Manufacturer narrative:
(B)(4). DHR file is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "use of the ez-stabilizer is s trongly recommended for all ez-io insertions.", and, "maintain axial alignment during removal, do not rock or bend the catheter". A review of the certificate of compliance/inspection was not possible as the lot/serial number provided was not valid. The complaint sample is not available for return for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed.

Event description:
It was reported that: a patient found at home in cardiac arrest state. It was impossible to insert a cvc. A decision was made to insert a needle via the bone. The needle was inserted but it was impossible to remove the cap in order to set up the infusion tubing and pass the emergency drugs. It was a waste of time whereas the patient was in cardiac arrest state; repeated attempts to remove the cap unsuccessfully and then a second intra-osseous needle was inserted. It was an isolated case. Devices from the same lot number worked properly. The device was discarded. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: a patient found at home in cardiac arrest state. It was impossible to insert a cvc. A decision was made to insert a needle via the bone. The needle was inserted but it was impossible to remove the cap in order to set up the infusion tubing and pass the emergency drugs. It was a waste of time whereas the patient was in cardiac arrest state; repeated attempts to remove the cap unsuccessfully and then a second intra-osseous needle was inserted. It was an isolated case. Devices from the same lot number worked properly. The device was discarded. The patient's condition is unknown at this time.